Manufacturer narrative:
A sample product was not returned for analysis. Complaint history records were reviewed. Product history records were reviewed and the documentation indicated the product met release criteria. The root cause has not been identified. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that approximately a year after an intraocular lens (iol) was implanted, it was then explanted due to patient having blurred vision and shadowing at near. A monofocal model iol was implanted instead. Additional information was requested.